Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah that two (2) devices leaked from the retracted needle. There was no health impact or consequence reported.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 15-jan-2025. Investigation summary: bd received five samples for investigation. These samples underwent functional tests to assess leakage during use and retraction lockout testing. All samples passed the tests with no evidence of damage or leakage and were activated properly without defects. Additionally, 30 retained samples also underwent similar functional tests and retraction lockout testing. All retained samples passed the tests, showing no signs of damage or leakage and were activated properly without any defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage after use. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah that two (2) devices leaked from the retracted needle. There was no health impact or consequence reported.